Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 -catalyst trial, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery sheath. The shape of the appendage was chicken wing. The laa measuring for amulet device sizing was performed with a 2d transesophageal echocardiogram (tee/toe). During procedure, the atrial rhythm was non-sinus rhythm (nsr), the activated clotting levels (act) were 247s and heparin was administered. The device successfully deployed in the laa. On (B)(6) 2025, a 3 month follow up was conducted and tee showed a 22x12mm thrombus. The patient was put back on anticoagulation medication. A next follow up was scheduled on (B)(6) 2025.

Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as aspiration was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.